Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on an unknown date, the patient's infusion set's tubing detached from the connector prior to insertion when the package was first opened. The patient's blood glucose level was 150 mmol/l at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.